Manufacturer narrative:
A field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed and reproduced the error by placing the bf probe into the cup and performing a bf probe prime. Fse tried replacing the bf probe but it did not resolve the issue. When the fse disconnected the suction tube from the side of the bf probe, the metal suction tube pulled out of the side of the assembly. Fse found that the waste tubing coming from the 2-way waste solenoid valve was crimped. Fse then trimmed the waste tubing and reconnected it. Fse then performed several bf probe primes without any errors. Fse ran the background check and quality controls without any issue. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from 16-mar-2018 through aware date of 16-apr-2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2016 bf probe suction failure as indicating that "suction by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2016 bf probe suction failure error was due to crimped waste tubing at the 2-way waste solenoid valve.

Event description:
A customer reported error messages 2016 bf probe suction failure with the aia-360 instrument. The customer reported that the error occurred when the bf probe began to prime. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.